Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient awoke in the morning while connected to the power module (tethered support) and when he switched from tethered support and connected to batteries, the patient reportedly heard a loud alarm and saw that the system controller was indicating a red heart alarm, red battery alarm and the controller cell light was illuminated. The batteries reportedly had a change level of three battery fuel gauges. The patient reconnected to the power module but the alarms did not stop and a "replace system controller" alarm was displayed on the display module. The patient immediately called his next door neighbour for assistance and tried to perform a self controller test prior to exchanging the suspect controller but the controller would not self test and the fuel gauges were flashing. It was reported that during the event, the patient felt a flutter in the chest and felt weak. The patient successfully exchanged the suspect system controller with a backup system controller with no further issue reported. The patient then went to the hospital where the suspect system controller and the batteries were exchanged. The patient was reminded to always use fully charged batteries. The patient remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The suspect system controller and the batteries in use at the time of the reported event have been returned to the manufacturer and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.